Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.